Event description:
It was reported to philips that the heartstart xl defibrillator was unable to charge energy intermittently during pt use. There was no adverse pt impact.

Manufacturer narrative:
Pr#: (B)(4).